Event description:
It was reported that this patient passed away on (B)(6) 2024, due to septic shock secondary to skin and soft tissue infection. Contributing conditions included advanced stage mycosis fungoides stage iib in left leg inguinal groin, acute hypoxic respiratory failure due to right pneumothorax, heart failure with reduced ejection fraction and acute kidney injury. The pacemaker system was returned to boston scientific. Any relationship between the patient's soft tissue infection, subsequent death and the device system is unclear, and additional information is being requested.

Manufacturer narrative:
Investigation summary: with the available information, no reported product problem, and product record reviews, boston scientific concluded the clinical observations of infection and septic shock known inherent risks of the device and is noted within the product's instructions for use (IFU), as well as the product's risk documentation. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process-related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: with the available information, and based on product record reviews, boston scientific concluded the clinical observations of infection and septic shock to be known inherent risks of the device. Labeling review: a labeling review was completed and determined the complaint situation was addressed in the product literature. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Manufacturer narrative:
Please refer to section b5 for the corrected event description.

Event description:
It was reported that this patient passed away on (B)(6) 2024, due to septic shock secondary to skin and soft tissue infection. Contributing conditions included advanced stage mycosis fungoides stage iib in left leg inguinal groin, acute hypoxic respiratory failure due to right pneumothorax, heart failure with reduced ejection fraction and acute kidney injury. The pacemaker system was returned to boston scientific. Any relationship between the patient's soft tissue infection, subsequent death and the device system is unclear, and additional information is being requested.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to septic shock secondary to skin and soft tissue infection. There were no additional adverse patient effects reported. All available information indicates that the rv lead was capped.